Event description:
The device was returned for analysis. Upon inspection of the delivery system, the tapered tip and entire length of the tapered tip lumen was disconnected from the delivery system. The tapered tip lumen was broken into three sections; however, this is most likely due to being returned bent within a (B)(6) bag. The tapered tip showed signs of damage, which may have been caused by the severely tortuous and calcified vessels. There were three kinks in the graft cover 5.3 cm, 7.3 cm and 12.3 cm from the distal end of the graft cover. The rest of the device was unremarkable. The delivery system was broken down to inspect the backend t-tube glue ports, which showed signs of glue. The event was confirmed; the tapered tip was disconnected from the rest of the delivery system. The root cause of the event could not be conclusively determined; however, the severely tortuous and calcified vessels may have contributed. A review of returned pre-implant cta's revealed that the patient had a 7cm max diameter aaa that was filled with thrombus. The proximal neck diameter measured 26mm at the renals, and was ringed with calcification. Both iliacs were tortuous and severely calcified. The left common iliac artery diameter was 7-9mm, and the right common iliac artery diameter was 9 -10mm. Several still angio images during implant were also reviewed. The bifurcate was seen implanted from the right side, deployed just below the renals. The ipsilateral limb was implanted into the right common iliac artery. The spindle from the bifurcate d-s is seen just distal to the ipsilateral limb, within the right iliac artery. The tip is not seen in the images. No device is seen implanted into the bifurcate gate or left iliac artery. The cause of the events are unknown, but it is likely that the severely calcified and tortuous iliacs contributed to the events.

Event description:
Additional assessment investigation was performed as follows: current in-process controls in place are deemed to be sufficient if adhered to. Additionally potential additional force and torquing due to reported off-label use due to the condition of the iliacs which were severely tortuous and calcified may have contributed to or resulted in bond breaks itself.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 50 x 65 mm abdominal aortic aneurysm. The proximal aortic neck was 24 mm in diameter with a length of 18 mm. The left iliac was 12 mm in diameter, and the right iliac was 13 mm in diameter. Both iliacs were described as highly calcified and tortuous. It was reported that the physician attempted to implant the stent graft. The patient was considered to be outside of IFU due to the condition of the iliacs. Due to previous surgery for gastro-resection, other alternatives to evar were considered to be too risky or not feasible. The physician therefore decided to attempt an endovascular procedure. The bifurcate was successfully implanted. Attempts to cross the contralateral limb stent graft from the left side, supported by another manufacturer's guide wire, were unsuccessful. During the withdrawal of the limb delivery system, the nose cone detached and remained in the patient. The nose cone was removed, and the patient was converted to open surgery due to the inability to place the stent graft. The limb stent graft was not implanted, and the bifurcate was removed. The delivery system for the contralateral limb was returned for analysis. No additional clinical sequelae were reported and the patient is fine.

Event description:
Review of the device manufacturing documentation did not reveal any anomalies. Based on the information received and the return device evaluation, the complaint was confirmed. Additional product analysis was performed. The root cause of the event was most likely the result of some special cause effect that occurred during the cleaning procedure of the endurant delivery system due to contamination on the taper tip. Based on investigation this issue is not deemed as a systematic failure of the manufacturing process but rather the result of some special cause effect during the processing of this endurant delivery system most likely contamination due cleaning procedure not being completed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).